Event description:
The I-cat classic button box installed incorrectly, alleged over exposure to radiation.

Manufacturer narrative:
Investigation in progress, to date no information suggesting serious injuries associated with this incident has been received.